Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/08/2017 with the following findings: a review of the black box and alarm history showed a call service 012 slave processor communication failure alarm. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms occurred. The battery compartment and cap were undamaged and were able to fit securely. No call service 012 alarms were duplicated during the investigation. The pump cover was removed to find no intermittent conditions were found to the printed circuit board or to the continuous glucose monitoring module.